Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the hospital. While in the hospital, a drop in blood pressure was observed. It was determined that the atrial lead had dislodged. The lead was repositioned successfully and the patient would continue to be monitored.